Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: examination of the returned device revealed one single needle with a cord was received. Residue was present on the device indicating use/ handling. The cord was without issue. A visual examination of the needle found approximately 4cm of insulation to have been removed from the distal end. A portion of the peeled insulation remained partially attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the soloist single needle electrode is intended to be used in conjunction with the rf 3000 generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions." "If a needle guide is used, note that needle guides may have sharp edges that can cause damage to or removal of portions of the insulation on the electrode. Do not bend the electrode while in the needle guide. When moving the electrode or making other placement adjustments, ensure that needle guide edges do not scrape or otherwise damage the insulation. Damage to the insulation may result in skin burns or tissue burns at points along the length of the electrode." (B)(4).

Event description:
It was reported that the needle insulation detached. The patient was undergoing a radiofrequency ablation (rfa) treatment of an osteoid osteoma in their ulna. A surgical drill was used to reach the intended location. Then the puncture channel was opened using a bone biopsy needle and the soloist(tm) needle was introduced through the biopsy needle. The soloist(tm) required repositioning and it was noted that the device remained in tact at this point. Roll-off took place "very late". Upon removal of the needle, approximately 4cm of the insulation had detached, resulting in a much larger surface treatment. The detached portion had melted inside the patient. The patient received antibiotics and is now fully recovered. There were no complications that occurred as a result of the detached plastic remaining in the patient. The patient was stable.